Event description:
Device 2 of 2. Ref MFR report #1627487-2014-00411. The patient ((B)(6)) is implanted with two percutaneous leads from different lots. It was reported the patient is not receiving effective stimulation coverage. X-ray imagery confirmed lead migration. Surgical intervention will be undertaken at a later date to address this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.